Manufacturer narrative:
The medical device manufacturer has been corrected. The following information has been corrected: medical device manufacturer: becton, dickinson & co. (Broken bow). Manufacturing location: becton, dickinson & co. (Broken bow).

Event description:
It was reported that an unspecified number of bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg experienced low draw during use. The following information was provided by the initial reporter: during use, the customer found many tubes have low or no draw issue. About 5% tubes occurred this issue.

Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for underfill with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and underfill was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#260774. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg experienced low draw during use. The following information was provided by the initial reporter: during use, the customer found many tubes have low or no draw issue. About 5% tubes occurred this issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg experienced low draw during use. The following information was provided by the initial reporter: during use, the customer found many tubes have low or no draw issue. About 5% tubes occurred this issue.